Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the presented with adult deformity; and underwent fixation at t10-s2ai. On an unknown date, post-op, the reported set screw on the right side of s2 completely backed-out from the screw head. The set screw on the left side was also found to be backed-out completely from the screw head at s2. Additionally, non-union was reported at l5-s1. Hence, a revision surgery was performed, in which all the implants were removed and replaced with new ones. The surgeon suspected that the torque for final tightening was weak. When explanted set screws were checked, they were found to be deformed at the tip and the threads were found to be damaged.

Manufacturer narrative:
H3: product analysis #703757432:part # 5430030 : lot # h5565548 visual and optical inspection did not reveal any damage to the female torx head, but the threads of the set screw appear to be worn/used. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. There are no signs of off axis/ uneven wear on the bottom surface of the set screw from the seating of the rod. Unable to determine root cause of set screw backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G5: product:5530030 has been licensed in united states since 08/september/2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.